Event description:
It is reported the dressing 'pulled strings' and product fibers remained in the wound of a 76 year old female patient after 1 day of use.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 3" (may result in temporary injury, requiring medical intervention; possible temporary impairment or damage. It is reported that the patient's wound was not too dry when product was applied. Product has been discontinued from use. No additional patient/event information has been provided to date. A return sample for evaluation is expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Third party manufacturer - (B)(4).

Manufacturer narrative:
Additional information was received on july 07, 2015. Confirmation was received stating that the bonding layer between foam and hydrofiber of the dressing used in this lot met the required specifications. The lamination process was validated within designated requirements. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Final quality evaluation performed on 05/28/2014 states that there were no similar complaints found for this issue for this product. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
No sample was available for evaluation; however an investigation was performed on (B)(6) 2014 by the third party manufacturer, (B)(6), based on the review of ten (10) previous device history records. Results showed no non-conformances with raw materials, during manufacturing, or packaging and no similar complaints were found for this issue for this product. Conclusion: root cause is as follows: the bonded hydrofiber is designed to become gelatinous when contact with wound exudates is made. A dry wound would be free of exudates and therefore fibers may remain in the wound area. In conclusion, this is now part of (B)(6) CAPA system, and they have indicated that they will continue to monitor that system for any indication of repeatable reports by complaint type and by product number. Reported to the FDA on june 03, 2014. Third party manufacturer - (B)(6). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.